Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? What was the product code of the cartridge (gst60t, ecr60d, etc.)? The materials manager who informed me about the malfunction had no other information for me.

Event description:
It was reported that during a laparoscopic colon procedure, the device wouldn't spring open. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.